Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 17.0mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.